Event description:
The patient reported they developed an infection at the pod¿s insertion site on their arm while wearing the device for an unknown duration of time. The patient reported the infusion site to have pain and two ¿pea sized lumps¿. The patient was taken to the emergency room (ER) on (B)(6) 2025 and was diagnosed with lipohypertrophy. The patient was treated with an unknown oral antibiotic and was discharged a few hours later. Additionally, the patient mentioned they saw two specialists after being in the ER but cannot recall dates or what type of specialists they were.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.